Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 17.5 mmol/l at the time of the incident. The internal screw thread of the reservoir compartment is broken and the reservoir is unable to stay in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, peeling keypad overlay, missing display window cover, broken reservoir tube lip, serial number label fading and minor scratched lcd window.